Event description:
Additional review of the lfc found a symptom was back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the cause of the event was attributed to the programmer. There was no injury reported.

Event description:
The patient¿s stimulation fades when he turns his neck. The stim pain area coverage was in his back. No falls were reported. He was charging more than expected. The recharge statistics showed two sessions two weeks apart and the other sessions were short. He was not seeing full on the screen because the ins was not reaching full. The lowest impedance measurement was 922ohms. He used to charge every couple weeks and it has changed to more like every couple days. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).